Event description:
A manufacturer representative reported the patient¿s first implantable neurostimulator (ins) was explanted because it was not working. Indication for use was reported as urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor. No symptoms, troubleshooting, or results were reported regarding this event. Follow up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0e60z, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. (B)(4).